Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. On (B)(6)2011, carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gde [gas delivery engine] for eval. As of (B)(6) 2011 the alleged faulty gde [gas delivery engine] has not been received. Once the gde [gas delivery engine] has been received and the eval completed, a f/u medwatch report will be submitted. All present due to the lack of a definitive root cause for the alleged failure of the gde [gas delivery engine], carefusion considers this to be an isolated incident.

Event description:
The following info concerning the event was copied by a carefusion tech support specialist from an e-mail from the foreign distributor. "The gde [gas delivery engine] was defective, (B)(4). The unit is normal but without alarm sound. Turn on it again, the unit has the alarm sound for 15 seconds and it lose the alarm sound again, replace a gde [gas delivery engine], the unit is normal with normal alarm sound. [Name removed] confirm the gde [gas delivery engine] was defective."